Event description:
The carer was using the lifter concerned and whilst transferring the resident to the sub-chassis chair (out of the bath) the chair dropped to its lowest position injuring the resident. The emergency services were called and the resident was taken to the a&e at (B)(6) hospital and detained. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect the lifter concerned and his findings show that considering its age (13 yrs) the general condition of the lifter was fair. It was noted the pick-up hook on the jib had opened slightly thus allowing the chair to bypass the safety catch (the chair had to be pulled and rocked hard for this to happen). The investigator was able to remove the chair from the hook with the safety catch engaged. There was also slight damage on the top of the chair. The lifter was fitted with a spragg clutch and it performed to specification. It was concluded, based on the reported events and the investigator being assured by the staff saying the chair did not hit the side of the bath or the chair chassis and that the safety catch was engaged. The chair can be forced past the safety catch by rocking and lifting the chair, but with the resident on the chair, this would not be possible. It is therefore unk exactly what did happen and what caused the reported incident. It is recommended that a new safety catch and jib hook be installed before the lifter is returned to service. It is also recommended the users of the lifter in question be fully conversant with the correct procedures for attaching the chair in accordance with the operating instructions which the facility is in receipt of.